Event description:
Reporter indicated that pt was found "with breathing standstill and stopped heart functions, successful reanimation". Device was turned off in 2001. Further follow-up indicated that the pt suffered from pneumonia that was untreatable. Pt was last seen at the physician's office 6 days ago.